Event description:
Infusion pump being utilized to administer pitocin, inexplicably adjusted rate of delivery of medication so that 1683 ml was delivered between approximately 0830-1030 am. No harm to pt. Potential for harm is significant.